Event description:
The rptr states doing meter to hcp meter comparison tests, within 1 minute, using the same fingerstick. Rptr meter reading was 4.8 mmol (86 mg/dl), and the hcp meter (hosp surestep) result was 118 mg/dl. Rptr admits to being weak. Repeated glucose test 10 mins later; got 140 mg/dl. (Rptr ate candy, drank oj on the way to the hosp.) Rptr left and was not treated. On followup, a control test was in range, 140 (103-155). No harm was alleged.